Manufacturer narrative:
The main circuit board was replaced to address the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During evaluation by a third party service center, an astral device displayed an error message (sf179) related to the super capacitor. There was no patient harm or serious injury reported as a result of this incident